Event description:
Drive devilbiss healthcare was notified of an incident involving a raised toilet seat by the end user's friend who stated that the seat clamps gave out during use causing the end user to fall and injure his head. He was admitted to the hospital for bleeding in the brain. As part of its complaint review and evaluation process, drive devilbiss healthcare will notify the manufacturer of the product about this complaint.